Event description:
Single fault safety system is leaking oil. No injury alleged.

Manufacturer narrative:
The issue was isolated to the strap being moved from its original position, causing the motor to reportedly be driven into the end position.